Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2016 with the following findings: during investigation, the battery compartment was found to be cracked. The cartridge compartment was found to be cracked. Unrelated to the issue, the bolus button cover was found to be missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack as well as a cartridge compartment crack. This report is made based on results of investigation completed on 12/06/2016.